Manufacturer narrative:
Device received with broken battery cap. Device received with blank display due to interface board broken solder joint. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Manufacturer narrative:
Device received with broken battery cap. Device received with blank display due to interface board broken solder joint. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 237 mg/dl. The customer also reported that the insulin pump did not turned on and they were shipping a replace battery cap. The insulin pump will be returned for analysis.